Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a malignant stricture due to cancer of the stomach. It was approximately three to four centimeters, located between the pylorus and the duodenal cap. The anatomy was reported as moderately tortuous. When the physician withdrew the distal handle to deploy the stent, it was noted that the stainless steel shaft was bent. They tried unsuccessfully to reconstrain the stent, but then the distal handle broke. The partially deployed stent was removed from the patient. Outside of the patient, the physician repaired the bent part of the device. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 42mm. The shaft was kinked at 181mm distal to the distal end of the distal handle. The outer sheath was accordioned for a distance of 2mm starting at 185mm distal to the distal handle, and for a distance of 43mm distal to the distal handle. The stainless steel shaft was kinked at approximately 185mm proximal to the proximal end of the distal handle. The stainless steel shaft was broken and the proximal handle was missing from the stainless steel shaft. During a functional analysis, it was not possible to retract the outer sheath by hand, so the shaft was dissected proximal to the stent and the inner lumen. No issues were noted with the profile of the inner lumen or the stent. The condition of the returned device was consistent with the reported complaint event; the complaint was confirmed. The most probable cause of the event is attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4)the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure performed on (B)(6), 2010. According to the complainant, the indication for the procedure was a malignant stricture due to cancer of the stomach. It was approximately three to four centimeters, located between the pylorus and the duodenal cap. The anatomy was reported as moderately tortuous. When the physician withdrew the distal handle to deploy the stent, it was noted that the stainless steel shaft was bent. They tried unsuccessfully to reconstrain the stent, but then the distal handle broke. The partially deployed stent was removed from the patient. Outside of the patient, the physician repaired the bent part of the device. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".